Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
After predilating the left common iliac, the visi-pro stent was inserted through the 7fr sheath. The visi-pro came off the balloon and slide down towards the tip of the sheath. The physician tried to take a second balloon and take the unmounted stent to deploy elsewhere in the artery. After having some difficulties getting the stent over the balloon, the stent broke in half and the remaining portion was deployed in the common femoral artery. The other portion was left at the origin of the sheath and a surgical cut-down procedure was ordered to remove the stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.